Event description:
No sample or picture was available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. Potential root causes include 1) small syringes can sometimes cause this when infusing from the secondary access port (through the secondary lav) and 2) occlusions in the set such as excess of adhesive , kinks or clamps being actuated. However, without the sample is not possible to determine exact root cause.

Event description:
The following has been reported: customer reported: pump: 2201811463. August 7 2024. Will not back prime. Tried other tubing, issue persisted. A preliminary review of the logs identified the following issue: backprime occlusion alerts - no pump malfunction is assumed. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.